Manufacturer narrative:
It was reported that the patient was experiencing power disconnect alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis did not reveal any alarms close to the reported event date. As a result, the reported event could not be confirmed as the device performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator to report issues with the battery repeatedly going from red to green on the status bar. The battery had also been alarming power disconnect, and the patient had disconnected and reconnected the battery three times. It was noted that the battery would be fine for five to ten minutes, but then would alarm again. It was verified that a good connection was made. The battery was exchanged and removed from service. No patient complications have been reported as a result of this event.